Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The roche sales representative reported that the customer is currently hospitalized, due to the possibility that the infusion device was delivering an inaccurate amount of insulin. The type of treatment the customer received is unknown. It is also unknown when the customer will be discharged from the hospital. There is no further information available at this time.